Manufacturer narrative:
Alleged leaking cassettes were not returned to manufacturer.

Event description:
It was reported that the customer had experienced leaking cassettes over the past several weeks. No pt involvement or adverse consequences were reported.